Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(4) implanted: (B)(6) 2016 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the urinary retention and incontinence was unknown as the patient was still being evaluated by their urologist. The issues were resolved as the patient was started on a new medication.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that approximately 2 weeks ago, the patient began to develop a small amount of urinary incontinence. The patient went to her urologist who did some additional testing and found that the patient had a large a mount of retained urine and that her bladder muscle wasn¿t contracting. The patient notified her pain management healthcare provider (hcp) who recommended an MRI to rule out cauda equina. The rep reported that the patient was placed on medication to prevent urinary retention. The rep reported that the patient had to have a urinary catheter for a short time as well as intermittently needing to self-catheterize herself. A CT "mylogram", MRI and cystogram were performed. The rep reported that the pain hcp suggested that the patient turn off stimulation 12 hours at night and back on 12 hours during the day to see if symptoms resolve. It was noted that the lead was placed for "pudundal" pain. No further complications were reported.